Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, rewind anomaly and no delivery alarm on the insulin pump. Troubleshooting was performed. The issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.